Event description:
Instable knee in varus and valgus in flexion and extension. Lateral subluxated patella. A revision surgery was performed.

Manufacturer narrative:
Document review: gmk primary uc insert size 5 height 10 mm: code 02.07.0510fuc/lot 110360 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. (B)(4) liner belonging to this lot have been already implanted and no incidents have been reported up to now. During the revision surgery, the femur component and the tibial tray were kept in place, while the liner was substituted with a thicker one (size 5, height 14 mm). On the basis of the data collected, a device involvement is highly unlikely and the event is probably due to a wrong selection of the thickness of the liner during the primary surgery.